Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was using the in.pact admiral in a heavily calcified lesion in the sfa which exhibited moderate tortuosity which already had an existing stent. The physician was targeting the isr area of the sfa. He noticed that the inflation device would not hold pressure and then used fluoroscopy to appreciate that the balloon burst at first inflation at 6atm. The device passed through a previously implanted stent. A regular balloon pta was used to complete the procedure. There was no injury to patient or clinical sequelae reported for this event.

Manufacturer narrative:
Device evaluation: the device was not returned in the original box. A visual and tactile inspections were performed on the device: the balloon was found bloodstained, both inside and outside, but no further issues were visible with naked eye. The lumens were internally covered of blood. After flushing it was possible to insert a 0,035¿¿ guide wire. The purging procedure was executed, but clear evidence of a leak was found (the air flow did not stop under negative pressure). During the inflation the pressure was not maintained and a pinhole was noted in the middle of the balloon. The pinhole was analyzed with the microscope. It looks like a little local scratch damage. The pinhole was measured and it is 0,18 mm high and 1,08 mm wide. No further issues noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.